Manufacturer narrative:
(B)(4). Date sent: 11/6/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. The articulation mechanism was totally functional during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 291c32, and no non-conformances were identified.

Event description:
It was reported that the surgeon was performing a gastric sleeve procedure. He used our echelon 3000 stapler (ech60l) with gold reloads (gst60d). He fired the stapler approximately 6 times. The stapler performed as expected with 1 exception. After most firings, when he would press the home button on the device, instead of moving immediately to the right to the home position, the distal end would move left a little, then right a little, then left again, then to the right to the home position. This did not cause any problem with the staple line or any harm to the patient. The surgeon just noted that it was a little annoying that it moved back and forth that way before returning to the home position. Case was completed as planned, but I would like to know if there was a malfunction that made it not return directly/smoothly to the home position. No delays. No fragments made. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2023. D4: batch #: unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.